Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed several loss of prime warning associated with zero force that could not be duplicated during eval.